Manufacturer narrative:
The product was not returned. Three photos were provided of the lens in the eye. Due to glare it is difficult to see an area of interest. What may be a faint linear mark is observed. No other determination can be made from the photo. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the reported event could not be determined. The product remains implanted. What may be a faint linear mark is observed on the provided photos. No other determination can be made from the photo. These types of lines/marks may occur when the lens is advanced too rapidly, when the or room temperature is too cold, or if inadequate viscoelastic is placed in the device. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility stated that lot number had no other complaints or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that the iol fold marks noted on iol following implantation. Iol left implanted and not removed.